Manufacturer narrative:
Investigation captured in follow-up#1. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-10. H6: investigation summary: one representative sample and one extension line with a stopcock, a non-bd product, were received by our quality team for evaluation. The insyte sample was subjected to and passed the catheter leak test. The sample was also subjected to visual inspection and no adapter hub damage was observed the bd insyte sample was fitted onto the bexen medical extension line with stopcock, non-bd product. The connection was tight and secure. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd insyte¿ IV catheter 20ga 1.16in experienced a case of leakage and a case of tubing separation from the adapter/luer connector. The following information was provided by the initial reporter: since some time ago, customer experience needle disattachments of gauge pink and blue with an extension line with stopcock (not bd brand), during use. No issue when attaching to catheter but when opening, the disattached portion took place and spilled medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter 20ga 1.16in experienced a case of leakage and a case of tubing separation from the adapter/luer connector. The following information was provided by the initial reporter: since some time ago, customer experience needle disattachments of gauge pink and blue with an extension line with stopcock (not bd brand), during use. No issue when attaching to catheter but when opening, the disattached portion took place and spilled medication.